Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's blood glucose was 563 mg/dl despite infusion set and sensor changes. The customer treated via manual insulin injection. The customer's blood glucose had since decreased to 285 mg/dl. Troubleshooting was declined. The insulin pump was not returned for analysis.